Event description:
During a lead replacement surgery, the septum plug from the generator came out. The septum plug was reinserted into the generator with no issues. However, after connecting the lead to the generator, diagnostics indicated that the newly implanted generator was near end of service. The use of the hex screwdriver during the placement of the septum plug is suspected to be cause of the premature battery depletion of the generator. The generator was replaced and returned to manufacturer on (B)(6) 2015. Analysis is underway but has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator was completed. Review of the data indicated that the generator reached end of service condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor for the end of service condition. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 3.234 volts, shows an ifi=no condition. No signs of manipulation of the returned setscrew were present (socket not stripped) and the septum was not returned for evaluation. The header septum cavity meets the specified requirements. Therefore, a root cause for the condition could not be determined. Additionally, the lead replacement surgery that occurred on (B)(6) 2015 was also reported in manufacturer report # 1644487-2014-01974.

Manufacturer narrative:
Describe event or problem. Corrected data: the manufacturer report number for the lead replacement surgery was inadvertently left out of the initial report.